Event description:
Caller reports lancet protrudes beyond the end cap of the fastclix device. No accidental needle stick occurred. Occasionally the lancet will remain in the user's finger, and removal is painful. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).